Event description:
(4/5 reference (B)(4) for related complaints) (documenting second cassette) per medwatch mwmw5108840: spontaneous call: patient experiences migraines and diarrhea for 2-3 days after each increase in dose. Md aware. Patient reports that one pump keeps giving "battery depleted" alarm and she keeps changing the batteries but keeps happening. Advised we would replace the pump. Patient reports getting "no disposable, pump won't run" and has changed 3 cassettes in order to continue infusion. Patient did not have those cassettes available but knows to keep future ones in case it happens again. Fault occurred while in use with patient. No injury. Device(s) are available for investigation. Patient had additional device(s) they were able to switch to. Patient was able to successfully continue infusion. Infusion is life-sustaining. Event outcome: resolved.